Manufacturer narrative:
Investigation: the complaint of the probe presenting distorted lines in the echo-intracardiac image during the procedure could not be investigated due to the complaint device not being returned for investigation. 3 attempts were made to have the device returned.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient was already under anesthesia and undergoing a percutaneous occlusion of the common iliac artery (cia) procedure. At the start of the procedure, when the catheter was already inserted into the patient, some distorted lines were noted in the echo-intracardiac image. When the probe came in contact with the anatomical structure, the distorted lines made it impossible to visualize the cavas and the septum of the patient. The catheter was removed and a replacement catheter was re-inserted into the patient to continue and complete the procedure. There was no patient adverse event reported and it was not necessary to prolong the hospitalization time. It was also reported that the physician did not believe that the reported event was related to product malfunction. No additional information was provided.